Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 650 mg/dl. The customer stated that he changed the infusion set twice, but his blood glucose remained elevated. The customer removed the infusion set at the hospital, and the cannula was bent, but he never got a no delivery alarm. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a scratched lcd window and cracked battery tube threads.